Event description:
It was reported that the atrial lead had high impedance. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4):the lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the anchoring sleeve fixation site could not be determined. It was also noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.